Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead (only connector portion) was returned in one piece measuring 10.8 cm. Visual examination found an external insulation abrasion breaching the optim sheath (6.7 ¿ 7.0 cm from the connector pin) at proximal region of the lead. The cause of the external insulation abrasion is consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.